Event description:
It was reported that catheter break occurred. The target lesion was located in the deep vein of left lower limb. An angiojet zelantedvt catheter was advanced for treatment. During the procedure, under thrombectomy mode, it was noted that the catheter was leaking liquid at two places while doing angiography. The physician removed the catheter from the patient's body and found out that the outer layer of the catheter burst. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.